Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their pump was not working and had a high blood glucose level . The customer¿s blood glucose level was 500 mg/dl at the time of the incident and current blood glucose level is 190 mg/dl. Customer reported that they treated with manual injection. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.